Event description:
Customer reported the system is making uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane and footswitch cable. System operates as intended.